Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es has a drawer does not open fully and caused the drawer failure. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 did not open fully and caused the drawer to fail. A field service engineer discovered that the issue was actually a pocket failure where morphine was not opening fully because it was too full; 10 were being crammed into a 1x1. Engineer had instructed the client through unloading that medication, ejecting that pocket, and replacing it with a 1x2, which would better accommodate the type and number of medications to put in it. There was no need for a new drawer. Service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es has a drawer does not open fully and caused the drawer failure. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.